Event description:
Customer reports via phone, (B) (6) female ER patient having a CT chest for pulmonary emboli. IV access was the right ac with unknown IV access device. Injector was loaded with empty disposable syringes. Customer uses isovue 370 contrast media for their CT procedures. Injector protocol was 4ml/sec for 75ml of contrast and 4ml/sec for 50ml saline. Coiled tubing from the disposable pak was connected to the patient's IV line and the injection started. Technologist did not see contrast on the CT images during the bolus tracker and stopped to check the patient for possible IV infiltration. There was no infiltration at the IV site. Customer reports approximately 60ml of air had been injected. ER staff alerted of the event. Patient admitted to critical care for observation. (B) (6), the patient was re-scanned and no air was noted on the images. Patient was discharged (B) (6). Customer reported they did not need service to evaluate the injector system. Customer feels this was an operator error.

Manufacturer narrative:
Customer reported they did not need service to evaluate the injector system. Customer feels this was an operator error. A search of cts shows no other similar events with this customer and our equipment. No defect or malfunction of equipment.